Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The dr tried to lock the 32mm f 0deg hip insert in and it wouldn¿t ¿lock¿. He removed it to make sure the screw head was down in the cup and that there was not and soft tissue keeping it from locking. He removed and tried 3 times. We then opened a new f insert and it locked immediately.